Event description:
Event occurred after procedure, while removing leg board from table. After leg board free from table, end of leg board rotated and fingers were caught between parts of leg board. Leg board had to be taken apart to get fingers released. Left hand fingers (index, middle & ring) mashed up to second knuckle.